Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the buttons were not responding. It was also reported that insulin pump was alarming, but there was only a closed circle on display screen. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump received with no button response due to unlocked lcd keypad connector. The insulin pump was unable to perform the displacement test or verify proper downloading to carelink pro software due to no button response. No unexpected audio/beeping alarm noted during testing. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.